Event description:
Where the pump worked at, it developed a hole and fluid leaked into my body. Recommended to last 12 yrs, but only lasted 5 yrs. Went back to original doctor after pump stopped working and staff laughed at me because I didn't have insurance because of automotive layoff. I appreciate having someone to explain my situation to. I really need the implant to be replaced by the company that owns the device. Although it only lasted 5 yrs when it was supposed to last 12 yrs. I would appreciate to hear back from you as soon as possible because I am (B)(6) yrs old. Thank you very much I look forward to hearing from you.